Manufacturer narrative:
Correction: g4:reportable aware date on follow-up #1 should have been (B)(6)2020.

Event description:
It was reported that the device produced a channel error. It was further noted that both inter-unit interface (iui) connectors of the pc unit were replaced, preventative maintenance was performed and passed all tests. Although requested, additional information was not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the device produced a channel error. It was further noted that both inter-unit interface (iui) connectors of the pc unit were replaced, preventative maintenance was performed and passed all tests.

Event description:
It was reported that the device produced a channel error. It was further noted that both inter-unit interface (iui) connectors of the pc unit were replaced, preventative maintenance was performed and passed all tests. Although requested, additional information was not provided.